Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient(pt) reported they needed to get an MRI patient stated they started to get one and the MRI facility asked if pt had any implants and pt forgot to tell them about their device because they didn't' even notice their device and pt forgot to tell them pt had 2 knee replacements. Pt said, once the MRI started pt could feel the stimulator, tingling going clear down to their vagina and the minute pt started to press the button, they came in and said: you have knee replacements and pt was told they have to check to see what they need to do. Reviewed some MRI information and offered to assist pt to use their equipment to activate MRI mode. Pt said they have to recharge their equipment. Offered and sent MRI information, reviewed pt can call back in the future if they need further support.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.